Event description:
It was reported that pump experienced malfunction alarm with displayed malfunction code that customer was initially unable to reset. There was no adverse impact to the customer's blood glucose level. Customer reported no notable events before malfunction and was instructed to call back to complete pump reset, with no additional information received regarding further outcome.